Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Medtronic representative reported via email high blood glucose levels. Customer blood glucose went as high as 500 mg/dl. Customer advised the high blood glucose levels occurred because the cannula was bent. Customer advised they changed out their set and were able to lower their blood glucose levels. Customer was also advised to keep the insulin at room temperature to avoid air bubbles in the reservoir. Customer declined to speak to the 24 hour helpline.